Event description:
Explanted device received from unknown source with no reason for replacement listed on the oos report form. Additionally, no clinical info was provided.

Event description:
Explanted device received from unknown source with no reason for replacement listed on the oos report form. Additionally, no clinical information was provided.